Manufacturer narrative:
The device history record was reviewed and confirmed the device lot was manufactured to specification. The endo smartcap tubing instructions for use include the instructions for testing the tubing prior to use. The IFU states, "prime the channel and test for air and water prior to insertion of gi endoscope." The customer properly followed these instructions and replaced the tubing set prior to use. The device subject of the reported event was returned to medivators for evaluation. Upon initial inspection, it was observed that there was blockage in stopcock stem due to an excess amount of glue. The tubing was then pressurized using a hand pump and it was confirmed that the flow was blocked. The exact cause of the glue issue could not be determined. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported via medwatch (B)(4) that their endo smartcap tubing would not pre-test appropriately. The tubing was exchanged and the procedure was successfully completed. No report of injury or patient harm.